Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a procedure to reposition the rv (right ventricular) lead, it was impossible to reconnect the atrial lead to the device due to setscrew problems. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the returned device indicated a loose/detached set screw.